Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Aaron had a pcu8015 sn 14754972. Unit would not turn even new battery was replaced and it has been charged. Failure device type: failure problem type: failure mode: case resolution: I recommended aaron to replace logic board. Aaron will replace logic board. Ref:_00d30y0yr._5000l1s7wua:ref.